Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. .

Event description:
It was reported that "when the user was using the device during a laparoscopic cholecystectomy, the clip came out but the jaws did not open enough, so the clip was not loaded properly. Therefore, a new unit was used to complete the operation. No clip fell/remained in the patient, and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed that the jaws were not fully extended. The device was returned with only the orange end clip remaining, indicating that every ligation clip was fired from the device. There was no biological material present on the device. Functional testing could not be performed because the autoendo applier was returned with no clips remaining. The device was disassembled, and it was observed that the jog component detached from the jaws, thus preventing the jaws from fully extending. The jog was found in toward the back of the channel. Additionally, the rotation tab was observed to be bent out of alignment. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not opening completely" was confirmed based upon the sample received. Functional testing could not be performed because the autoendo applier was returned with no clips remaining. The device was disassembled, and it was observed that the jog detached from the jaws, thus preventing the jaws from fully extending. Additionally, the rotation tab was observed to be bent out of alignment. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user was using the device during a laparoscopic cholecystectomy, the clip came out but the jaws did not open enough, so the clip was not loaded properly. Therefore, a new unit was used to complete the operation. No clip fell/remained in the patient, and no injury to the patient occurred".